Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). Upon visual inspection, signs of liquid intrusion were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the ¿carriage¿ was inspected and liquid intrusion was verified. As a result of these findings, failure analysis concluded that the ¿carriage dofs gearboxes¿ are consistent with the reported event. The root cause is attributed to fluid intrusion on the carriage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the clinical sales representative (csr) called from off-site to report that the customer informed her the universal surgical manipulator (usm) arm 4 's instrument carriage was stuck at the bottom of the insertion axis, with no associated system log errors. The customer undocked arm 4 and continued using three arms. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended power cycling the system. The procedure was completed as planned with no report of patient injury. After the procedure, the nurse called back to report that power cycling did not resolve the issue, as arm 4¿s carriage remained stuck. The customer confirmed the presence pins were not jammed, and there was no drape material binding under the carriage. The customer was advised that they could not use the system for additional procedures until arm 4 was fixed. Later, the nurse called back during setup to inform that the surgeon had elected to proceed with the scheduled procedure using three arms, and that arm 4 carriage was still stuck, with an "arm not free to move - remove instrument to continue" message displayed. The customer disabled arm 4 and proceeded using three arms. Intuitive followed up and obtained additional information. The complaint was addressed, and the arm was fixed within a timely manner. Patient demographic info is not available.